Manufacturer narrative:
On 09/17/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. Resolution confirmed at time of issue upon system restart. Issue resolved.

Event description:
A medtronic engineering representative reported the navigation system unexpected exit from cranial 2.2.7. This anomaly was found during in-house synergy cranial 2.2.7 engineering testing that occurred during the cranial 3.0 project. The synergy cranial 2.2.7 application unexpectedly exited after completing after the following steps: 1. Completed biopsy procedure workflow (guidance trajectory is locked, biopsy needle is the current instrument). 2. Select the taskbar drop-down menu button, select the select procedure task button to return to the select procedure task. 3. Select a new procedure button. 4. Select the right arrow to advance to the select patient task. 5. Load a new patient. 6. Select the taskbar drop-down menu button, select the set-up equipment task button to advance to the set-up equipment task. The system unexpectedly exited, then the workflow test of the new procedure was completed successfully upon system re-start. This occurred during a non-clinical in-house engineering test. There was no patient present when this issue was identified.